Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault the lens intraoperatively removed and replaced for a shorter length lens and the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category.cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. Manufacturer narative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).